Event description:
The customer reported that the insulin pump unexpectedly restarted after changing the infusion set. The customer stated that she to program the time and date again. The customer stated that the insulin pump was exposed to an MRI environment. Troubleshooting was performed. Ran a displacement test and failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.